Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving baclofen 2000 via implantable pump. It was reported that on (B)(6) 2025, the patient started to experience signs of baclofen withdrawal. The patient sister noted that she had a fever, chills, headache, return of spasticity. She reported that within a matter of hours, the patient became unresponsive. The patient was taken to the hospital by ambulance, admitted to the intensive care unit (ICU), and required ventilator support. The physician was aware that the pump would reach end of service (eos) on (B)(6) 20025 and had been working with the patient to titrate dose and plan for replacement as early as (B)(6) of 2025. He was able to wean to minimum programmable dose with a concentration of 2,000 mcg/ml. The patient had an infection, wounds, etc that prevented for the pump to be replaced. The patient was prescribed oral baclofen to prevent withdrawals in preparation for the pump end of life date. It was reported that she was supposed to take three times a day however the patient only took two tablets a day. The physician decreased daily dose of the pump as well. The intervention that was taken in the hospital was unknown. The issue was resolved. The healthcare provider (hcp) has no further information for medtronic. Additional information was received from a healthcare provider (hcp) via a company representative (rep) stated that the symptoms and hospitalization was due the pump shut down.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8578,serial# (B)(6), implanted: (B)(6) 2018, explanted:(B)(6) 2026, product type: catheter UDI: (B)(4); ubd: (B)(6) 2018, product ID 8709sc, serial# (B)(6), implanted: (B)(6) 2011, product type: catheter. Product ID 8578, serial# (B)(6), implanted: (B)(6) 2018, explanted: (B)(6) 2026, product type: catheter, UDI:(B)(4); ubd: 2012-10-07. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturing representative(rep) via a healthcare provider (hcp) indicated that the patient underwent pump replacement surgery this morning ( (B)(6) 2026). The physician accessed pump pocket on left abdomen. The side port was accessed and less than 1 ml of fluid withdrawn. The physician removed pump and 8578 attachment, along with 1.2 cm of the 8709. The physician tied off proximal end of catheter. The patient was repositioned to left side lying and physician accessed spinal incision. The physician was able to locate the catheter and anchor. While attempting to retrieve the tunneled section of catheter, the catheter broke. This left an unknown length of catheter in the tissue between the spine pocket and the left pump pocket. The spinal segment still in place and was free flowing cerebrospinal fluid (csf). The physician re-secured butterfly anchor. The physician created new pump pocket on lateral right abdomen. The physician tunneled and attached the 8596sc 66 cm to the existing spinal segment and attached to the new 40 ml pump. The side port was successfully aspirated outside pump pocket and then again after being sutured down within the pocket. The tyrex pouch used in the new pump pocket. The catheter length programmed was 66 cm as there was no way to accurately calculate the existing spinal segment after the catheter was fractured within the body and the other portion remained in place intrathecally. The catheter tip unknown, was not visualized under fluoroscopy. Dosing was started at 100 mcg/day and priming was done of pump and the known 6) cm of catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturing representative (rep) and a healthcare provider. The pump and both catheters had been discarded by the facility. The rep clarified the section that broke while attempting to retrieved the tunneled section was the existing catheter that was placed several years ago. A new catheter was attached to the remaining and in place spinal segment and then attached to the pump. There was good cerebrospinal fluid (csf) aspiration from side port. The issue was resolved and the information was confirmed by the healthcare provider.